Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the plunger was "stuck" inside the unspecified bd¿ syringe. The following information was provided by the initial reporter: "patient advised to have received gattex and two needles were ¿stuck together.¿ patient stated the plundger was stuck inside like it was melted to the plastic."

Manufacturer narrative:
H.6. Investigation: since no physical samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the plunger was "stuck" inside the unspecified bd¿ syringe. The following information was provided by the initial reporter: "patient advised to have received gattex and two needles were ¿stuck together.¿ patient stated the plundger was stuck inside like it was melted to the plastic.".